Event description:
The device was explanted and returned to the manufacturer for analysis after 23 months implant duration. No details were available regarding patient symptoms or reason for device explantation. Additional information has been requested from the hcp, but was not available on the date of this report.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found - normal device function.